Event description:
On (B)(6) 2012, patient reported the buttons on his infusion device do not respond when being pressed. Patient stated none of the buttons on the device respond when being pressed. Patient reported he was in the process of changing his infusion site and placed the infusion device in stop mode. Patient stated when he attempted to perform a prime, he noticed that none of the buttons were responding or making an audible noise. Patient reported this was the first time this issue occurred. Advised patient to insert a new battery. Patient stated he inserted a new battery but there was still no response from the buttons. Verified the key lock feature was not on. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.